Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked and the pump had no power. The reporter stated the battery cap was not damaged but would not secure properly to the pump. The yellow o-ring of the of the battery cap was reportedly visible when on the pump. The reporter stated the battery cap had not been replaced in the past 7-12 months. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.